Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank, high voltage regulator, filament drive, and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a filament regulator failure error message. No pt injury was reported.